Manufacturer narrative:
A device history record review was not conducted based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable clamp tubing. When trying to resolve they accidentally reset the reservoir volume to 112 milliliters. The settings were checked and the pump was restarted. They understand that when the pump gets to 59 milliliters left, the pump is empty but it will not alarm empty. They will call back with any issues. No patient injury was reported.